Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion as observed. Device replacement was suggested.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated that the device was explanted and returned.